Event description:
It was reported that catheter issue occurred. An opticross 18 imaging catheter was used for ultrasound examination of the target lesion. During the procedure, the sheath kicked back to the access side of the horn and the ivus catheter became coiled. The back half of the catheter was cut and was manually unwound until they were able to retract it from the sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. During visual inspection the catheter twist it was observed in the lap joint section and sheath was observed kinked. Pictures of the device provided by the client that shows an imaging window twisted. After the analysis, it was not possible to identify the issue catheter twist, for this reason the cause code for this issue is cause not established. Additionally, the event description states the problem was noticed during the procedure it is possible that operational factors, such as user technique/handling, contributed to the observed kinks in the sheath. Therefore, the most probable cause to the observed catheter kink is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure that the performance of the device was limited. Additionally, no related deviations within manufacturing processes were found during the DHR review.

Event description:
It was reported that catheter issue occurred. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure, the sheath kicked back to the access side of the horn. And the ivus catheter became coiled. The catheter was cut half and manually uncoil the corkscrew and the device had to withdraw from the sheath. The procedure was completed with another of the same device. No patient complications were reported.